Event description:
It was reported that during a da vinci myomectomy procedure, a cable at the wrist of the fenestrated bipolar forceps instrument was broken. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that both instrument pitch cables were broken at the distal clevis hub. The cable segments that contain the crimps were still installed in the clevis. No other damage or wear marks were observed on the clevis. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument used during this reported event. This case is being reported due to the broken pitch cables found during failure analysis.